Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they are having a burning sensation in their back mostly when they lean against a chair or lean against something that pushes or moves the ins. Patient stated this started maybe 1-2 weeks ago and has been more consistent today. Patient said they made one adjustment to their stimulator but the sensation did not change. Patient said it almost feels like the ins is getting overheated and it's hot. The patient also said that it feels like there is a burning sensation in their spine toward the middle of their back, like the thing is burning like the wires go over the spine area it feels almost like a hair being pulled, almost like hot. Reviewed where the ins and lead wire are typically goes through an opening their tailbone and the patient said that was not where they were feeling it, they felt it about a finger higher than their tailbone in the middle of their spine. The patient did not notice a difference when they turned their therapy off. The patient has had no falls, traumatic accidents or medical procedures, but they did have physical therapy for their shoulder, but no diathermy was used. Reviewed therapy optimization options patient could try and redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.